Event description:
It was reported that the patient was presented in clinic. Interrogation showed right atrial (ra) lead exhibited lead noise resulting in inappropriate mode switch. Ra lead was reprogrammed. Patient would be further monitored. No patient consequences reported.